Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, dc extension cable malfunctioned. Cord was disconnected. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection of the dc extension cable/cord was conducted. Signs of clinical use and no evidence of blood was observed. The connectors at both ends of the cable were observed to be in good condition. No visual defects were observed. Sign of clinical use and no evidence of blood was observed. No visual defects were observed. The cord was evaluated for electrical function. A pre-cautery test was performed per the instruction for use (IFU) with a reference power supply at level 2.5 volts and a reference hemopro harvesting tool . The device passed the pre-cautery test; it produced visible and audible steam and heat during ten (10) 5-second activations and shut off when the toggle was released. To verify that the cable was electrically functional the device was evaluated for electrical continuity. We were unable to reproduce the reported failure during testing. Based on the condition of the device as returned and the results of the investigation, the reported failure mode "electrical issue; cord" was not confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, dc extension cable malfunctioned. Cord was disconnected. A replacement device was used to complete the procedure. The hospital did not report any patient effects.